Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the monitor image color was green during a therapeutic hals splenectomy procedure involving an olympus flex deflectable videoscope. The procedure was completed using a similar device. There was no patient injury reported.